Event description:
During device set-up for a training, the thermogard ivtm system (sn (B)(4)) does not recognized the air trap on 'set up' screen. The customer dried and cleaned the sensor tunnels of the air trap sensor block but issue persisted. No patient involvement.

Manufacturer narrative:
The thermogard ivtm system (sn (B)(4)) was evaluated by a zoll service representative at the customer site. The customer's reported complaint that the thermogard ivtm system does not recognized the air trap on 'set up' screen was confirmed during functional testing and based on the event log review. The root cause was determined to be a damaged air trap sensor block assembly due to the liquid was observed on the air trap sensor boards. The liquid was of saline fluid due to a leaking start-up kit (suk) from previous use of the thermogard ivtm system. During visual inspection, there was no physical damage noted on the ivtm thermogard console. An event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages, indicating that the air trap sensors were defective, thus confirming the reported complaint. The thermogard console failed the initial functional testing, the air trap was not recognized. The air trap sensor block was replaced to remedy the fault. Following service, the thermogard console passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm system with sn (B)(4).